Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a prime (unexplained loss of prime) issue. Reporter stated that patient had received multiple loss of prime alerts and have changed the cartridge since. Reporter confirmed that cartridge cap secured properly, there no loss of power, no change in temperature and was using cartridge per instruction for use. Reporter was concerned that if loss of prime occurred at night no one would be aware of the alarm. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4). Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Visual inspection of the pump found some cosmetic damages. Review of the black box data found loss of prime occurrences. On investigation, the pump powered up properly. A rewind/load/prime sequence was completed without any alarms. The pump was exercised for 24 hours without any incidents. The force sensor calibration was found to be out of specifications. When the pump was opened up to further investigate, the force sensor resistance was within specifications and no contamination or damage was found with the force sensor circuit. The investigation was unable to reproduce the reported prime issue.